Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7105503.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing adequate pain relief and patient was getting stimulation in the anterior chest wall and stomach. Radiograph revealed that one of the leads had migrated. Reprogramming was performed, however, unsuccessful. The patient underwent a revision procedure wherein the leads were moved. The patient was doing well postoperatively. The leads remained implanted.